Event description:
Per rep, md used seven ligators for procedure. Contact stated several problems with devices. Handle didn't turn, the plastic stem (where the handle attaches to the biopsy port) broke (2), bands would not deploy (2 out of 35 deployed), the wire tangled. The scope used was a 2901 pentax. A therapeutic scope was also used.